Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the patient was experiencing increased pain in spite of multiple increases with the scheduled refills. In 2004, the estimated reservoir volume was 3.8ml and the actual was 16ml. The pump was explanted and replaced due to the reported "pump failure". It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.